Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. No specific anomalies were noted in the returned device during the visual evaluation. On the functional testing, the return device was inflated with the in-house presto inflation device, the balloon was inflated to 8 atm and no water was leaking from the balloon. On further inflation to 24 atm, water was noted to be flowing from the distal tip of the balloon. Under microscopic examination, a tear was noted on the inner guide lumen. During the microscopic examination, a tear on the inner guide wire lumen caused the leak during the functional testing of the returned balloon catheter. No objective evidence of rupture can be concluded as the leak was observed from the tear during testing. Hence, the investigation confirmed the identified tear on the inner guide wire lumen. However, the investigation into the reported balloon rupture has remained inconclusive. A definitive root cause for the reported balloon rupture and identified tear on the inner guide wire lumen could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that another device was used to complete the procedure. There was no reported patient injury.